Event description:
A lab to device correlation was performed. No pts were treated based on the results. Controls were in range. Lab result was 320mg/dl, device result was 428mg/dl. Lab result was 237mg/dl, device result was 306. Lab result was 292mg/dl, devie result was 381mg/dl. Lab result was 118mg/dl, device result was 162mg/dl. A request was made for the return of the suspect device. Customer wanted to speak with field personnel before deciding to send product back.